Event description:
N/a.

Manufacturer narrative:
The review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse determined the cause of the failure was as a result of a faulty demo balloon used for the subject training session. The fse further confirmed that the iabp unit involved functioned properly when tested with a known working demo balloon. The customer was advised to discard and replace the faulty training balloon. As part of the pm service, the fse replaced the expired safety disk. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service training, the cs300 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient involvement, and no adverse event reported.